Manufacturer narrative:
This report is being submitted to provide investigation findings. Corrected information is reported in d4 (lot number, UDI, and expiration date), d10, h3, h6 (methods). New information is reported in h4, h6, and h10. The device referenced in this report has been evaluated by olympus. Physical evaluation of the complaint device reveals: the device was returned with the original labeling and confirms that this is a bd-400p-1880 from the reported lot. The luer is intact and is operating as intended. There appears to be no visual damage to the catheter. Upon inflating the balloon, there are no leaks or tears observed. As the customer reported, there does not appear to be any defect with this product. Conclusion: it is unclear if this specific device was the cause of the incident per the customer description. The device was returned to olympus for evaluation. There is no defect with the balloon upon inspection; the balloon worked properly with no nonconformances. A medical / clinical assessment of this incident specific risk was conducted. The root cause could not be definitively identified. It is possible that the ezdilate balloon did not cause or contribute to the reported event. The risk level for this reported event is determined to be low and not likely to cause or contribute to a serious injury.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported prior to an esophageal dilation procedure using an ez dilate balloon, the balloon was examined prior to use and no defects were noted. The physician then inserted the balloon and performed the procedure as intended. After the procedure was completed, the physician noticed a slight tear in the patient's esophagus, which the physician treated with two hemostatic clips. No additional consequences to the patient have been reported as a result of this occurrence. There was no malfunction of the device reported.